Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Despite trying to remove it manually I just couldnt get it and had to endure a 3 hour nhs24 wait - vagina [foreign body in reproductive tract] pain following removal - vagina [vulvovaginal pain] string separated from the tampon [device breakage] went to remove my tampon on wednesday (B)(6) and the string separated from the tampon. Pain following removal [complication of device removal] a 3 hour nhs24 wait. I then had an 11.5 hour wait to see a dr who had to remove it using a speculum and other kit [incorrect product administration duration]. Case narrative: consumer reported via email that the string separated from the tampon during removal. No serious injury was reported.